Event description:
A malfunction was reported with the pump, which resulted in the pump screen becoming dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own and then called tech support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.